Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the investigation determined the reported tissue damage appears to be related to procedural conditions. The reported patient effect of tissue damage as listed in the mitraclip ntr/xtr instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. The clip delivery system (cds) was advanced to the mitral valve and implanted, however after deployment, a perforation was noted on the posterior leaflet. The procedure was completed with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.